Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 24-oct-2019 with the following findings: during investigation, the display was found to be dim/fading. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a dim/fading color spectrum. This report is made based on results of investigation completed on 24-oct-2019.